Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the pump turned off by itself.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed and the customer states ¿that the unit was showing several error messages such as; air flow error; turns off by itself and battery low while plugged in the wall, etc.¿ the unit was triaged and the customer¿s reported condition was confirmed. The potential root cause is due to the battery not being fully charged. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.